Manufacturer narrative:
Additional information: b3, d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-13999mf, fastpass scorpion, serial/batch number (B)(6), was received for evaluation. Visual inspection revealed signs of surface damage along the body. Functional testing was performed with a needle, and it was found that the device was fraying the suture when the needle passed through, which is likely related to the complaint allegation. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/26/2024, it was reported by a sales representative via sems-06721503 that an ar-13971sr fibertape kingfisher with sr handle and an ar-13999mf fastpass scorpion were damaged. The patient was not affected. No further information was provided. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/03/2024: the ar-13971sr fibertape kingfisher with sr handle was not fully closing. No pieces of the instrument broke during the case. The ar-13999mf fastpass scorpion mechanism was not fluid, and the window was not appropriately closing and was not grabbing the suture as it should. No pieces of the instrument broke during the case. The case was completed using the same products from a different tray. There was no case delay. This was discovered during a shoulder arthroscopy on (B)(6) 2024, with no patient harm.